Event description:
As reported for this event by the customer, during the middle of a therapeutic total laparoscopic hysterectomy (tlh) procedure, an unknown error message was received for the device. Subsequently, the device could not be output. Upon the device being removed from the patient and inspected, a change was observed in the probe; upon the device probe being touched with a scalpel, the probe broke off. The device was replaced and procedure completed without any further issues. There is no harm or adverse impact to the patient. The functional mode at the time of the event was maximum 3/variable 1. The device was inspected prior to use with no abnormality noted.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken at 13 mm from the tip. There were scratches around the fracture. When the fracture surface was checked, it was broken starting from the scratch. There was a mark on the gripping area where the probe had come in contact with the gripper. The tissue pad was worn out. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. The tissue was also twisted in the grasp. 2) the probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out and contact marks. 3)the output was activated continuously in state of "no2" description. This might have applied a force to the probe, the probe cracked. Also the error detected. 4) probe was broken due to load touched by the forceps. This following information is included in the instructions for use (IFU): ¿if the grasping section, the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.